Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. All operating currents were within specification. The off no power alarm functioned properly. No unexpected drained battery was noted. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped, but may that the battery had drained very quickly. Customer's blood glucose level was 103 mg/dl at time of reporting. Nothing further reported.